Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported therapy was turning off by itself. The patient noted that she would feel a return of pain and would check her implantable neurostimulator (ins) using the patient programmer (pp) by pressing the sync key and she would see that there was no lightning bolt and stimulation was off. The patient would then turn stimulation back on and feel stimulation again. The patient was seen in the clinic on (B)(6) 2016. The patient noted that when her stimulation was shut off, she felt pain right away. The patient used stimulation 24/7. No error codes were reported. It was noted this issue was occurring twice daily. It was noted that stimulation had turned off once on the day of the report prior to the appointment with the rep. It was noted that the stimulation turning off issue was not related to positional movement. Symptoms reported included loss of stimulation in the legs. It was noted the rep had a clinician programmer and a patient programmer. The rep interrogated the patient's device with the clinician programmer and the programmer was not showing any time the day of the report that the stimulation was off. The clinician programmer was also showing that the device was on all day on (B)(6) 2016. These results did not find any anomalies. It was noted the ins was rechargeable and it was suggested for a patient to keep a journal of the on/off incidents. It was noted the patient charged the ins twice a week when the ins was at 50%. The patient used low density settings because she liked the feel of stimulation. It was noted the patient had tried high density settings, but preferred low density settings. It was also noted that the issue was not related to the patient using high density stimulation as she was using low density stimulation when the loss of stimulation was noticed. It was noted the patient had a history of scoliosis and had surgery 2 years prior to this report to straighten her spine from her butt to her shoulders. At that time, it was thought that the leads would migrate due to the straightening surgery but the leads did not migrate and the patient still got good relief from her stimulation therapy. Prior to this surgery, the patient did not have a lot of feeling in her legs due to scoliosis, but now that her spine has been straightened, the patient was getting more and more feeling in her legs, which is expected with this kind of surgery because the nerves are no longer compressed. It was later noted that the rep met with the patient on (B)(6) 2016. The rep had the patient keep a diary of instances when the ins turned off since the last meeting at it was noted the ins shut off at the following times: (B)(6) 2016, thursday - 11:30 and 5:25; (B)(6) 2016, friday - 11:50; (B)(6) 2016, saturday - fine; (B)(6) 2016, sunday - 1:10 and 2:20; (B)(6) 2016, monday - 12:05 and 4:55; (B)(6) 2016, tuesday - 12:40; (B)(6) 2016, wednesday - 10:25. It was also noted that the rep ran impedances at 0.7 v and all pairs were within normal limits with the lowest being 577 ohms and the highest being 1949 ohms. It was noted in the interrogation report that the typical recharge duration was 3.3 hours and the typical recharge interval was 26.7 days. Additional information received from the rep noted that the patient's charge history showed that the patient must have been charging when she sleeps as 3 of the 6 sessions occurred between 11 pm - 6 am. The charge history is summarized below: (B)(6), 3 hrs+ of charging, charged from 50 to 100% charge (charged overnight) 6/23, 5 hrs+, charged from discharged ins to 100% charge (charged overnight) 5/3, 4 hrs, charged from 50% to 100% (charged in afternoon) 5/3, 3 hrs+, charged from discharged ins to 50% (charged during early morning hours) 3/31, 2 hrs+, charged from 25% to 50% 3/31, 25 min, charged from just below 25% to just above 25% &#2057;t appeared the patient was charging effectively as her coupling averaged 7 to 8 coupling bars across all sessions. On (B)(6) the patient had discharged her ins low enough that stimulation would have been lost, had she had stimulation turned on. The report did not capture data about when stimulation would have turned off exactly on these days, but given the voltage when the patient started to charge, a short period of time elapsed between her ins discharging and her starting a charge session. Calculations were run on the patient's 2 groups to determine the expected recharge frequency: group a: 8.4v, 450us, 20hz, 900 ohms (estimated impedance) = 35 days between fully charged ins and discharged ins group b: program 1) 4 v, 450, 130hz; program 2) 4v, 450us, 750 ohms for both (estimated) = 12 days " " " it had been mentioned that the patient used stimulation 24 hours a day, however, given the time that elapsed between the (B)(6) charge session (which ended with a 50% ins charge) and her next charge session on (B)(6) when ins had just become discharged), it did not appear that the patient could be using stimulation 24 hours a day using either group, unless her stimulation parameters were lower than what was in the report. Similarly, there was 51 days between the (B)(6) sessions (at the end of which she was 100% charged) and the (B)(6) session (charge level at start of charging was just below the discharged level). Lastly, there was about a month between (B)(6) during which time the patient had depleted her ins by only 50% over a month's time. If she was lowering her parameters some (for either of her groups), this could explain the discrepancy between the rep's recharge frequency calculation and how often the patient was actually charging. If the patient was not lowering her parameters, then she may have been using her stimulation on a more intermittent basis, even though it was noted that she used it 24/7. The file covered time between (B)(6). The only stimulation status changes shown in the file were stimulation being turned on starting (B)(6) at 11am and it was left on until the report was created on (B)(6). The patient did make an adjustment to amplitude on (B)(6) on group a at about 9:30 am that day. There were not any events showing stimulation turning being turned off during this time. Given the data retrieved from interrogation, the rep did not see evidence that the patient's stimulation was turning off, at least not during the time period covered by the report, (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.